Manufacturer narrative:
This report is filed on april 04, 2017.

Manufacturer narrative:
This report is submitted february 23, 2017.

Event description:
Per the clinic, the patient experienced a performance decremenber with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, on (B)(6) 2013, the device was explanted and the patient was reimplanted with another cochlear device during the same surgery.